Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular tachycardia (vt) and was shocked by their device subsequently their rhythm accelerated to ventricular fibrillation (vf). Following a second shock, their rhythm was successfully converted. At the time of the shocks both shock lead impedances (sli) were greater than 125 ohms. The patient was then seen in clinic and during a device interrogation it was found that this crt-d recorded a code 1005 indicative of an open circuit condition. Technical services (ts) was consulted due to lead integrity concerns and indicated that this code signifies high sli measurements and recommended replacing the right ventricular (rv) lead. Following review of device data, it was found that the sli daily measurements were high for at least the past year. There was no noise present on the reviewed electrogram (egm) therefore ts indicated it was likely due to calcification. The patient underwent a commanded measurement while in clinic and it was found to be 126 ohms, but ts explained that this would likely increase again. The patient was hospitalized and scheduled to undergo an rv lead revision. No additional adverse patient effects were reported. This device remains in service. Additional information was received that the patient has yet to undergo a revision procedure, however they are being considered for a therapy upgrade including a possible transplant. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular tachycardia (vt) and was shocked by their device subsequently their rhythm accelerated to ventricular fibrillation (vf). Following a second shock, their rhythm was successfully converted. At the time of the shocks both shock lead impedances (sli) were greater than 125 ohms. The patient was then seen in clinic and during a device interrogation it was found that this crt-d recorded a code 1005 indicative of an open circuit condition. Technical services (ts) was consulted due to lead integrity concerns and indicated that this code signifies high sli measurements and recommended replacing the right ventricular (rv) lead. Following review of device data, it was found that the sli daily measurements were high for at least the past year. There was no noise present on the reviewed electrogram (egm) therefore ts indicated it was likely due to calcification. The patient underwent a commanded measurement while in clinic and it was found to be 126 ohms, but ts explained that this would likely increase again. The patient was hospitalized and scheduled to undergo an rv lead revision. No additional adverse patient effects were reported. This device remains in service.